Event description:
Tami from trimedx is reporting two alarms from iu health. Sn (B)(6) (call cs message), sn (B)(6) (intermittent sensor connection). The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
H3 visual observation noted slight debris/contamination on sensor port 1 pins. Evaluation of the returned product found unit was able to be paired while using a wireless chair sensor (8309wl) with no issue. Additionally, sensor port testing was performed using the simulated sensor boxes and regulated voltage supply (6.0vdc). Sensor port 1 was found to have connectivity issues while sensor port 2 was found to have no issues and passed all functional testing. Sensor port 1 issue was due to a damaged sensor receptacle. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).